Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, the pump was powered on to a blank display with auditory and vibratory alarms. Keypad buttons were unable to be tested due to the blank display. A crack in the cover was found between the corner of the lens and the case seal. A leak test was performed due to the cracked pump case. Moisture was internally on the display, on all boards, and on the display connector. The blank display was caused by internal moisture damage.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (flashing display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.